Event description:
The doctor reported the implant was removed due to osseointegration failure within 1 year and insufficient primary stability, 11 days after implant placement. The bone quality (type) was not reported. The oral hygiene around implant site was good. No significant finding was observed during the removal surgery. Bone augmentation material was not used in implant placement surgery. The patient has since recovered.